Event description:
Ous MDR - after an implantation period of approx. 17 months, it was reported through follow-up examination, that the device reached the eos status on (B)(6) 2017. No reset was performed by the physician. The device was replaced but not returned.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for about 18 months and 36 charging cycles were recorded to the device memory.the memory content of the device was analyzed. During analysis of the available iegms noise was observed in the right atrial, right ventricular as well as the far field channel of episode 53, leading to one charging cycle. This charging cycle was aborted due to the activation of the battery status eos on (B)(6) 2017 at 02:14 pm.at a next step, the ICD was subjected to an electrical analysis. Therefore the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status bol.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. There was no indication of a device malfunction.at a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was within specification. In particular the current consumption was normal and as expected.the battery was sent to the manufacturer for further analysis.the manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage and the microcalorimetry analysis showed no anomalies.in a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery no deviations were noted. The analysis revealed that the battery was within specification.despite the thorough analysis, based on the available information no conclusion can be drawn regarding the root cause of the clinical observation. However, from the analysis results, it is reasonable to assume that the noise as well as the activation of the battery status eos was caused by external influences such as a medical treatment or diagnostic, including strong magnetic fields as used by MRI scan or stereotaxis navigation systems or an unfavorable magnet application during a surgery without prior deactivation of the anti-tachycardia therapy functions. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the battery status eos. This does not represent a device malfunction. There was no indication of material or manufacturing problem.